Manufacturer narrative:
The reported field event of failure to interrogate was confirmed during the analysis and was due to low battery voltage. The device was tested on the bench and high current was observed. The hybrid was tested on the bench and tested normal after the rf module was disconnected. The cause of high current drain could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented in-clinic for the first scheduled follow-up since (B)(6) 2015, device could not be interrogated. Device was explanted and replaced with no complications.